Event description:
A 37-year-old female patient with a history of heart bypass surgery presented to (B)(6) hospital, (B)(6), on (B)(6) 2026 with complaints of chest tightness and palpitations. An initial alinity I stat high sensitive troponin-I (hstni) result (sid (B)(6)) generated a value of 11169.3 pg/ml (reference range: 0¿15.6 pg/ml). Other cardiac biomarkers, including bnp and ck-mb, were within normal limits. The physician suspected acute myocarditis and acute myocardial injury and admitted the patient. During the hospitalization from (B)(6) 2026 (discharged (B)(6) 2026), serial hstni testing on the alinity I platform was provided. The following results were: (B)(6) 2026 (sid (B)(6)): 13283.8 pg/ml, (B)(6) 2026 (sid (B)(6)): 9058.5 pg/ml, (B)(6) 2026 (sid (B)(6)): 10861.3 pg/ml. The customer stated the patient underwent comprehensive cardiac evaluation, including echocardiography, coronary angiography, and holter monitoring. All findings were normal. Autoimmune antibody testing was also negative. On (B)(6) 2026, the patient had additional testing performed at two separate hospitals. The following data was provided: (B)(6) hospital, first hospital, (B)(6): sid (B)(6): hstni result = 14169.8 pg/ml (ran on ai25956). (B)(6) second hospital: mindray chemiluminescence platform produced an hstni result of 2.4 pg/ml (reference range: <28 pg/ml). On (B)(6) 2026, the patient had additional testing performed at two separate hospitals. The following data was provided: (B)(6) first hospital, (B)(6): sid (B)(6): hstni result = 7156.2 pg/ml (ran on ai25882). (B)(6) fourth hospital: hstni testing performed using the ortho clinical dry chemistry platform result = 12 pg/ml (reference range: <20 pg/ml). The customer used the patient¿s (B)(6) 2026 serum tube to also test hstni and generated a result of 6377.6 pg/ml. Other troubleshooting performed by the customer: the customer ran polyethylene glycol (peg) precipitation and the following results were obtained: troponin result before peg precipitation = control group 8796.6 / experimental group = 5498.1. Troponin result after peg precipitation = control group 1987 / experimental group = 143.4. Recovery rate = control group 45.1% / experimental group 5.21%. Doubling dilution testing was performed, and the following data was obtained: undiluted: 14169.8 pg/ml. Diluted to 10x: 1912.3 pg/ml; converted result: 19123 pg/ml. Diluted to 20x: 993.9 pg/ml; converted result: 19878 pg/ml. Diluted to 30x: 634.9 pg/ml; converted result: 19047 pg/ml. On the days of testing, qc was within range. No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13-77 that has a similar product distributed in the us, list number 4z21, with 510k number k202525.